Manufacturer narrative:
Additional product codes for this report include hwc. (B)(4). The device report indicates a procedure date of (B)(6) 2015. It is unknown at this time if the devices were removed or if the patient was revised. The complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a patient developed non-union of a treated ulna fracture. The patient was originally implanted with a 2.7mm locking compression (lcp) ulna osteotomy plate and screws on (B)(6) 2015. The fracture appeared to be healing well in the beginning, but "fell apart" thereafter due to non-union. It is unclear if the patient was returned to the operating room for revision. This report is 8 of 8 for (B)(4).